Manufacturer narrative:
H.6. Investigation: a complaint of component damage was received from the customer. No sample was returned for investigation. A device history record review for model 11448964 lot number 20083350 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20083350 regarding item #2420-0007.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: complaint 1 of 2 material no: 11448964 batch no: 20083350 it was reported that a small hole or tear was found in tubing, causing leakage of chemo. Unusual circumstances? -yes, small hole or tear in tubing, causing leakage of chemo. How was it detected? -nurse witnessed issue while in progress of hanging IV medication bag onto IV pole. Describe reported problem/event in detail: -nurse spiked chemo bag and was carefully moving to hang the IV bag on the IV pole, when she noticed leakage and spillage of fluid onto her face shield/gown. Tubing set was disconnected from patient, another set was required to be primed. Tubing had been tested with tugging and inspected in advance of usage; this tiny hole was not visible, and there was no issue when priming the line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: complaint 1 of 2. Material no: 11448964 , batch no: 20083350. It was reported that a small hole or tear was found in tubing, causing leakage of chemo. Unusual circumstances? Yes, small hole or tear in tubing, causing leakage of chemo. How was it detected? Nurse witnessed issue while in progress of hanging IV medication bag onto IV pole. Describe reported problem/event in detail: -nurse spiked chemo bag and was carefully moving to hang the IV bag on the IV pole, when she noticed leakage and spillage of fluid onto her face shield/gown. Tubing set was disconnected from patient, another set was required to be primed. Tubing had been tested with tugging and inspected in advance of usage; this tiny hole was not visible, and there was no issue when priming the line.